Event description:
It was reported that a spectrum pump shuts down incorrectly during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device shut down incorrectly, which was observed during evaluation and confirmed through a review of the device event history log by the presence of "improper shutdown" messages. Fluid residue was found on the device which can cause the battery contacts to become depressed which can affect dc operation of the device. The rear case was replaced.